Manufacturer narrative:
The subject device was returned to omsc for investigation. As a result of the investigation, omsc found that the coil sheath was broken. The operating wire was broken at 1760 mm from the distal end. The broken section of the coil sheath and the operating wire was shaped as if they were cut with a tool. As a measurement result of the length of the operating wire, there was no missing. The basket wire was deformed. The device history record for the lot indicated no abnormality with the event-related items. It is surmised that the coil sheath and the operating wire were broken since they were cut with a tool. Omsc could not be confirmed that the breakage of the operating wire during crushing the calculus because the operating wire was cut with a tool and there was no missing. It was likely that incarceration might be occurred due to any one of the following factors: 1) the calculus was larger than the papilla. 2 )the bile duct was narrow. 3) the subject device grasped many calculus at once. 4) the basket was deformed due to repeatedly crushing the calculus. It is surmised that the deformation of the basket occurred due to a load when crushing the calculus. The instruction manual of the device has already warned as follows; 1) do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. 2) this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. It was reported that the physician tried to crush the calculus about the diameter of 13 mm with the subject device, but the operating wire was broken and the subject device was incarcerated. The physician released the calculus by moving the basket back and forth. The procedure was canceled without removing the calculus from the patient body. There was no further patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide correct lot number.